Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log file and photo. Visual inspection of the submitted photo revealed that the system controller¿s black power cable was not fully seated to the connector on the system controller¿s main printed circuit board; this would result in the reported alarms. The submitted log file contained approximately 1 day of data ((B)(6) 2023 per the timestamp). The log file captured an atypical power cable disconnect alarm on (B)(6) 2023 from 09:40:17 to 11:00:16 due to the relative state of charge and bus voltage intermittently to dropping to approximately 0 v. The atypical alarms occurred on the black power lead. These alarms are consistent with the observed connection issue. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The reported event was determined to be due to the system controller black power cable not being fully connected to the connector on the controller¿s main pcb; the controller has been in use for approximately 49 days at the time of the event and cannot be correlated to a manufacturing process issue. The root cause of the connection issue could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on (B)(6) 2023. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including power cable disconnect alarms. And the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller for damage. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a power cable disconnect alarm on the black cable that could not be resolved. Multiple batteries, clips, and wall power options were tested and eventually the system controller was exchanged. The patient reported previously dropping the controller but stated it did not hit a hard surface and only tugged on the power cable. There was no trauma to the driveline. The black cable was visually inspected, and no pins or conductors seemed to be compromised. There were no obvious signs of damage. It was later communicated that the clinician disassembled the exchanged controller and noted that the header associated with the black power cable was notably loose. The clinician reported that after firmly reconnecting the header, the controller regained normal function. The alarms resolved with a controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.